Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump not counting active insulin when she bolus. The customer was assisted with reviewing bolus wizard and the insulin pump still did not count active insulin. The insulin pump will be and reservoir will not be returned for analysis.